Manufacturer narrative:
B3/d10: the events occurred on april 25, april 26 and april 28. E1: initial reporter postal code: (B)(6). H11: the actual devices were discarded; however, a photograph of the companion sample was provided for evaluation. Visual inspection of the photo sample showed one infusor device contained inside a plastic bag. The issue was not verified on the images of the companion sample. The actual device is not visible in the provided picture; therefore, a device analysis could not be completed. The reported condition could not be confirmed nor refuted. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least three (3) large volume infusors had blockage issue during aciclovir infusion through a peripherally inserted central catheter (PICC). The devices were filled with 1400 mg aciclovir in 0.9% sodium chloride having a total volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.